Event description:
This rv lead was implanted on (B)(6) 2002. A call to technical services on (B)(6) 2012 states that they are seeing noise on some episodes. Dr. (B)(6) with (B)(6) center decided to fluoro lead next friday. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).